Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (damaged case, service code 204) was confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, disconnecting connector j1001 from the c/a board. Additionally, there was a pinched wire in the monitor's electrode belt cable receptacle. The root cause for the disconnected connector was excessive force. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had a damaged case and was causing a service code 204 (monitor unusable).